Event description:
A malfunction was reported on a pump after it was accidentally dropped while the user was bending over to pick something up. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance in resetting the pump, which resolved the issue, as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.